Event description:
Patient was admitted to the hospital for low bgs. It was stated that the customer was at a party when they had low bgs. They ate dinner and bolused 9u. Then they had two snacks, which they bolused. All the setting were ok. The doctor could not make any significant findings as to why the bgs were running low.